Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a planned hardware removal on a (B)(6) female patient under local anesthesia. The surgeon was not able to turn the screw out of the bone. Finally the screw had to be broken out of the osteoporotic bone. No additional information available. This report is for an unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was performed. The device report includes 3 screws and 1 plate from a planned explant. This investigation points to article 04.503.226.xx (2pcs. Received of this article number). Both screws are synthes products. One screw shows damage at recess, nevertheless the event can not be replicated because it is not clear what kind of blade has been used to perform the explant of the screw. Second screw does not show any damage on the recess that would indicate any problems with the removal of the screw. This report is for three unknown matrix midface screws, partial part number identified as 04.503.226.xx per evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for three matrix midface screws.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4): subject device has been received, no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for two unknown matrixneuro screws.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. This report is for an unknown matrix midface screw. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.